Manufacturer narrative:
Batch review performed on 29 march 2018; lot 174663:120 items manufactured and released on 26 october 2017. Expiration date:2022-10-17; no anomalies found related to the problem. To date, 81 items of the same lot have been already sold without any similar reported event. Bipolar head ø28x44; (B)(4); lot 173376; 78 items manufactured and released on 26 october 2017. Expiration date: 2022-09-05. No anomalies found related to the problem. To date, 57 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 weeks after primary. The pathogen is unknown. The surgeon revised the bipolar head and the cocr head. The surgery was completed successfully.